Event description:
It was reported that the pt was implanted a durom acetabular component 50/44 code j on an unk side on (B)(6) 2006 and revised on (B)(6) 2015 due to pain and pseudotumor.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Manufacturer narrative:
This case was reopened on february 22, 2017 to enter additional information which was received on february 20, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted on durom acetabular component 50/44 code j on the right side on (B)(6) 2006. The patient was revised due to pain, pseudotumor, metallosis, loosening, fluid collection and osteolysis.